Event description:
The device received has been classified as an unreconciled blind unit. No further information is available.

Manufacturer narrative:
One device was returned in good visual condition and loaded with a partially fired cartridge that was noted to have the lockout tab damaged. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support was broken. Due to damage observed on the internal components of this device, it appears that an attempt was made to fire the device with a spent cartridge, or with a partially fired cartridge that had an activated lock out spring. The device is designed so that if an attempt is made to overpower the spent cartridge lockout, the firing trigger will be damaged rendering the device unusable. As the instructions for use state, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the device. Caution: the firing stroke must be completed. Do not partially fire the device." The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.